Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were you able to lock the clip closed on the suture? If yes after it closed, was the clip not holding securely fixed on the suture? No. Lot number of the clips ¿ kp2308. What suture type was used? Unsure. What suture size was used? Unsure. When the event occurred, was the suture placed near the hinge of the clip? Unsure. Was the applier checked for damage (jaws straight and aligned)? Yes. How was case completed? Used a second pack. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that only 1 clip had the issue of did not clip? If not, please provide the quantity.

Event description:
It was reported that a patient underwent a robotic nephrolithotomy on (B)(6) 2018 and a suture clip was used. During the procedure, the clip was faulty and did not clip. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4). 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please confirm that only 1 clip had the issue of did not clip? If not, please provide the quantity. Additional information: it was 1 clip that did not clip.

Event description:
.